Event description:
Retruned to labor hall apprximately 2 weeks after infant being born complaining of something left in infant's scalp. Evaluated by m.d., felt to be piece of fetal scalp monitor. Parents refused to allow removal. Referred to pediatrician need for removal emphasized.